Event description:
Champion af study with patient identifier (B)(6). It was reported that transient ischemic attack occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2024, the patient was admitted to the hospital with dizziness and right sided weakness. Computed tomography (CT) revealed no acute intracranial abnormalities, and the patient was diagnosed with a transient ischemic attack. No further information on the status of the patient is available.

Manufacturer narrative:
B5 describe event or problem updated.

Event description:
Champion af study with patient identifier (B)(6) it was reported that transient ischemic attack occurred. In (B)(6) 2022, a left atrial appendage (laa) closure procedure was performed using a 20mm watchman flx laa closure device with delivery system (wds). In (B)(6) 2024, the patient was admitted to the hospital with dizziness and right sided weakness. Computed tomography (CT) revealed no acute intracranial abnormalities, and the patient was diagnosed with a transient ischemic attack. No further information on the status of the patient is available. It was further reported that seven (7) days post admittance to the hospital the patient was discharged.